Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown spiral blade/unknown lot number. (B)(4): the backing out of the spiral blade will need revision surgery to fix the device. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a spiral blade migrated postoperatively. It backed out from a hindfoot arthrodesis nail (han). No information about the surgeries and the patient outcome. Complaint involves 1 part. Concomitant medical products: han nail (part: unknown, lot: unknown, quantity: 1); end cap (part: unknown, lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Based on the complaint description, without material and without knowing the lot number no investigation or disposition is possible. On the x-ray it can confirm that the blade migrated. The root cause of this occurrence could not be defined. UDI: without a valid part and lot number, the UDI is not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.